Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the cause of the burn on c-cover could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from (b)(6) 2026 to (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated burn on C-cover. There was no patient involvement.